Event description:
Information received notes that the patient heard a "pop" and became lightheaded. The patient presented in the emergency room with a heart rate of 47 bpm and symptoms of dizziness. The ECG showed no pacing spikes. After device interrogation, an eri message appeared. The measured battery data was 2.74v, 16ua and 1.1 kohms. After clearing the eri message, normal function ensued. Due to the period of no output, the physician elected to replace the device.